Manufacturer narrative:
Additional information: b2, b5, h1, h6 and h11. B5: upon follow up it was reported that on an unknown date, the patient experienced cardiac arrest and subsequently passed away (at the hospital). The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was reported that the patient had not recovered from the peritonitis event prior to death. Hemodialysis therapy was ongoing until death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm, every 72hrs, intraperitoneal, discontinued), injection cefoperazone and sulbactam (1gm, once daily, intraperitoneal, discontinued). Four days after event onset, the patient was treated with injection amikacin (125mg, once daily, intraperitoneal, discontinued). Eleven days after event onset, the patient was treated with cefoperazone and sulbactam (1gm, once daily, intravenous, ongoing), injection amikacin (unknown dose, intravenous, ongoing) and injection vancomycin (500mg, alternate days, intravenous, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and had not recovered from peritonitis. It was reported that twenty days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.